Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in germany. It was reported that the image become black after 15 minutes. The device needs to be restarted to solve the issue. After restart, there is a color case, or the video processor reports an incompatible camera. No harm to the patient, user, or third reported.

Manufacturer narrative:
The reported issue (sudden image failure) could not be reproduced during investigation. During investigation another issue was detected. The image centring slightly out of tolerance and the camera cable sheath chemically attacked. The image centring was adjusted and the camera cable replaced preventively. The root cause for the image centring slightly out of tolerance could not be determined. The centre could decalibrated itself during clinical use over time. However, this has no influence on the function of the device. The chemically attacked cable was caused by user error. The event is filed under internal karl storz complaint ID: (B)(4).